Event description:
It was reported that a stent damage occurred. The stent was implanted in (B)(6) 2013 in an 80% stenosed target lesion was located in the saphenous vein graft to the right coronary artery. The patient returned in (B)(6) 2013 and the proximal edge of a promus element plus everolimus-eluting platinum chromium coronary drug-eluting stent was noted to be deformed by ivus via angiography. The physician noticed this during the catheterization procedure. Post dilatation was performed using a 4.5x12mm nc trek balloon with the implantation of 4.0x16mm promus element stent. The patient's status is fine post procedure.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient presented with chest pain. The 90% target lesion was located in the mildly calcified and non tortuous proximal lesion.

Manufacturer narrative:
Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).